Event description:
Facility reported that the mini series does not always lock used needle into safety position. Unable to re-clamp safety lock once opened. More difficult to pull into safety lock position. Health care worker information: hcw identifier: (B)(6). Gender: female. (B)(6).

Manufacturer narrative:
This complaint was filed as MDR due to reported needle stick injury incurred to health care worker whereby she was brought to emergency department for testing as per clinic's procedure. Due to the unavailability of defective sample, jmss is unable to clarify the actual defect and cause for this complaint. Review of DHR and preserved samples showed that no discrepancy was reported of similar defect or any defects that would affect the retraction performance of the set. We believe that this might be related to end user's usage method of the product. Based on e-mail received from (B)(4) dated 07/01/2010, the facility recently started to use sysloc mini. This is one of the recently converted clinic that did not receive education prior to conversion. Conclusion: based on the manufacturer's investigation, they could not identify any root cause of such defect in their manufacturing process. Due to unavailability of the defective sample, the manufacturer is unable to clarify the actual defect and cause for this complaint. As for the claim, "unable to re-clamp safety lock once opened", the manufacturer would like to highlight that the safety lock should never be opened prior to retraction and after retraction process is completed, it is not necessary to re-lock the safety lock. Review of device history records (DHR) and preserved samples showed that no discrepancy was reported of similar defect or any defect that would affect the retraction performance of set. The manufacturer believes that this might be related to end-user's usage method of the product. The manufacturer would like to recommend end-user to follow the needle retraction method mentioned in instruction for use (IFU). Based on the results of (B)(4) clinical affairs coordinator investigation, there was no evidence of a manufacturing defect that contributed to this complaint event. It was determined that the event was due to an educational deficit prior to converting to the sysloc mini. (B)(4) clinical affairs coordinator provided clinical support to the facility on 07/01/2010. Information on how to obtain additional instruction via education videos as well as troubleshooting tips were provided directly to the facilities clinical manager as well as an on-site in service.